Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2024 and suture was used. It was observed that the suture broke once the muscle was finished closing. The vicryl 0 CT-1 l fiber broke without any effort. The surgery was delayed by 15 minutes due to the event. A new suture was requested to suture the muscle. The procedure was successfully completed with no patient consequence. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were there any unexpected results or complications as a result of the extended time of surgery? None known, different from longer surgical time. What tissue was being sutured when the event occurred? Fascia of the abdominal wall. Was additional dissection required in organs/tissues other than the target tissue? None known or reported at the time. Were there any changes in the patient's post-operative care due to the prolongation of the procedure? None known or reported at the time. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.